Event description:
It was reported that the patient received shocks. Investigation with the clinic showed that the patient was found unresponsive in their bed. The device appropriately shocked for ventricular tachycardia (vt) and inappropriately shocked for atrial fibrillation (af). The device had been at end of life (eol) for five months. A new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419388, implantable pacing lead, (B)(6) 2006; 694965, implantable tachy lead, (B)(6) 2006; 407652, implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.